Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted no findings.

Event description:
The user facility reported the device did not deploy into the artery. There were no consequences related. There was no blood loss or harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6fr angio-seal evolution device was received for product evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis. Blood like substance was observed on the collagen of the device. At the distal end of the suture attached to the collagen, the anchor was present. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. There was a slight bend in the hemostatic sheath. The green tamping tube was exposed past the green tamping marker. The button was stiff. Since the tamping tube was exposed and the collagen had been tamped, the next portion of deployment is to press and hold the button to release the suture. This functional testing was performed to detect if there were any anomalies with the release of the suture. No anomalies were detected. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. However, based on the returned device the collagen was over tamped as evidence by the tightly compacted collagen and exposure of the tamping tube past the green tamping marker. The underlying causes of deployment pullout include subcutaneous deployment, excessive pulling back of the device and underlying patient physiology.